Event description:
It was reported that the analyzer "failed to output" during a procedure. The analyzer was returned for repair. The patient was involved, but there were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the reported event. Device passed all functional and system tests. Pins found damaged on the patient input connector.